Manufacturer narrative:
It was reported that on (B)(6) 2021 a urinary catheter that was inserted on (B)(6) 2021 was leaking. A new urinary catheter was placed and 2-3 hours later, it was noted that the urinary catheter balloon only had 2ml of the 10ml saline that was originally injected. The urinary catheter was replaced again and no further incident was reported. Despite multiple good faith attempts, the reporting facility was unable or unwilling to provide any additional information beyond what was originally reported. No adverse patient impact was originally reported. No sample was returned for evaluation. A root cause could not be determined at this time. Due to the reported need for urinary catheter placement, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter was leaking.